Event description:
It was reported that atrial lead noise and a change in atrial sensing were observed. The patient was reported to have been symptomatic (nature of symptoms not reported) and with inappropriate auto-mode switch (ams) episodes. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and post procedure.